Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that he had cataract surgery on his right eye and the result was very good, he could see perfectly. He had surgery on his left eye and did not have the same result, he reported that the recupperation took longer, and he did not see very well both far and near and needs glasses to compensate, he reported that he compared the vision of his left eye with a bad and old tv, while the right eye with a new full hd tv. He said that he has a corneal lesion due to the use of corticosteroids and that the eye has already been scraped. The doctor said that this might be why the vision in his left eye was not so good.